Event description:
Display / screen. Display-crack. There was no patient involvement. (B)(6) 2018 10:23:40 rfc_repairs (rfc_repairs) po for $601. (B)(6) 2018 09:46:23 (B)(6). Not a true 90 days. (B)(6) 2018 07:48:06 (B)(6) .

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the present date. The device was previously returned for issues related to the reported complaint or service history. The database showed quality notifications were opened for the device with correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a production/servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).